Manufacturer narrative:
The reported lot number 170517241 did not match with the upn provided dgn-538-5 therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device problem code 1104 relates to the reported event of net detached. Manufacturing site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the net was completely detached from the loop. The procedure was completed with another rescuenet. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.